Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula issue along with leaking from the teflon inset site event on (B)(6) 2026. The patient reported hyperglycemia and treated with corrections. No further information is available.